Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "the locking screw on the side came off and the thread is broken.". The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ¿(B)(4) - broken item¿. The photo investigation revealed that '254401005, attune femoral introducer¿ had broken wing knob screw component. The potential cause is associated with high cycle fatigue of the ml slide screw on either side of the cross pin, where the cross-sectional area is the smallest. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune femoral introducer would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: e1 (facility name).

Event description:
It was reported that the locking screw on the side came off and the thread is broken. Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you involved in the procedure at the time of the event? No. Event outcome/how was it managed? No adverse outcome was reported. Was there any consequence to the patient due to the event? None. Was the surgery prolonged due to the event? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No, the hospital will dispose of this. Please give a detailed explanation of the event: the locking screw on the side came off and the thread is broken. Please provide answers to the following questions in relation to this product complaint. A. Was there any patient harm related to this event? No . B. Can you provide the lot no of the reported product? Lot number cannot be seen. Please could you provide answers to the following questions in relation to this product complaint: a. Is/are the product/s available for return? No. B. Did it break into two or more pieces? If yes, were all the fragments retrieved from the patient? No. If no additional information is available, state this in your response. Please could you provide answers to the following questions in relation to this product complaint: a. Was there any patient harm related to the event? No additional information. No. B. Do you confirm that the products will be sent back? No. Please could you provide answers to the following questions in relation to this product complaint: a. Can you please recheck and confirm the lot, no? Lot number cannot be seen. B. Kindly confirm the alert date of the complaint. When were you made aware of the event? 11.10.24 13:20. Please note that the regulators expect us to try to retrieve additional information but understand hospitals may not always support our requests. If no information is available, please state this in your response. No additional information.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.